Manufacturer narrative:
Additional information was received that the patient was known to have had other procedures wherein electrocautery was likely used. The patient underwent the ipg replacement procedure and did well postoperatively. The physician suspected device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that the ipg would not charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2014.

Event description:
A report was received that the ipg would not charge. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the ipg would not charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg would not charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's other surgical procedures were not device related.